Event description:
It was reported by service report that the foot end of the bed would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lost height limits. Conclusion: reset limits.